Manufacturer narrative:
A customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphical user interface (gui) central processing unit (cpu) and upgraded the software to the current level. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank screen. It is unk if there was pt involvement. The date of the event is also unk at this time. As add'l info is obtained, a supplemental report will be issued.